Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. One opened company handpiece injector was received in a bag for the report that the injector goes through the lens. A visual inspection of the intraocular lens (iol) handpiece injector was performed and was found to be nonconforming. The plunger is bent. A dimensional inspection for plunger position height was performed and was found nonconforming due to the bent condition of the plunger. Finally, a functional thread to barrel engagement check was performed and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The evaluation does confirm the injector plunger has a bent plunger, which could result in the plunger going through the lens instead of pushing. The root cause for the nonconforming plunger height is unknown. How and when how the plunger position became damaged cannot be determined from this evaluation and a root cause cannot be determined. The most likely cause of a bent plunger head of the injector is from improper handling of the product. The injector was manufactured in may 2022. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during a cataract surgery with intraocular lens (iol) implant procedure, the plunger of the injector was not correctly engaged at the back of the iol, which affected the delivery of the iol. This report is associated with two complaints. This file is 1 of 2. Additional information received stating that the injector went through the lens instead of pushing the lens.